Event description:
The devices were being tested by the hospital biomedical engineering dept prior to being put into use at the facility. The devices had been configured to sync after shock by the local physio sales rep at the customer's request. The biomedical engineering technologist reported the devices were failing the sync delay by 1-10 milliseconds when a defibrillator tester was monitored in paddles mode.